Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report 9610595-2025-28440.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had no visibly present residue but texture was abnormal to the other insertion tube. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.